Event description:
It was reported that the product packaging was brittle. No adverse consequences were reported.

Manufacturer narrative:
There were two items associated with this complaint. It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been received reporting similar events. An alternative packaging material has been implemented to address this issue.